Event description:
Doctors had performed 2-3 biopsies with the gun. While preparing for a 4th biopsy, the physician attempted to "arm" the gun and it would not arm nor would not set. This device was set aside and another gun was used.======================manufacturer response for biopsy gun, (brand not provided) (per site reporter).